Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device exhibitied 'noise' on the atrial, ventricular and shock electrogram channels resulting in oversensing, pacing inhibition and the delivery of inappropriate shock therapy. Guidant received additional information taht as a result of pacing inhibition, the patient experienced loss of consciousness.